Manufacturer narrative:
Imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.

Event description:
It was reported to boston scientific corporation that a boston scientific mesh was implanted into the patient during a procedure. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Block h11: blocks a2, a3a, a3b, and b5 have been updated based on the additional information received. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury related to mesh. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the mesh.

Event description:
It was reported that the patient underwent an anterior repair procedure where an uphold was implanted. During the procedure, the cervix was grasped with two triple-tooth tenacula, and significant prolapse was observed. During the anterior repair, the anterior cystocele was secured with two allis clamps, followed by a midline incision and blunt dissection, which revealed a large cystocele. Significant vaginal cuff prolapse was also noted, prompting the physician to proceed with uphold mesh placement. The anterior vaginal mucosa was dissected, sacrospinous processes were identified bilaterally, and the uterosacral ligaments were tagged using the capio instrument. Cystoscopy confirmed patent bilateral ureters with no sutures in the bladder. Following vaginal hysterectomy, anterior colporrhaphy was performed. A large vaginal vault prolapse with a large cystocele was noted, but no rectocele was present. An indwelling catheter was placed, and cystoscopy was repeated. With a weighted duckbill speculum in place, the cystocele was grasped and brought out without compromise. A vertical incision was then made, and blunt dissection separated the cystocele from the vaginal mucosa. The sacrospinous ligaments were palpated bilaterally, with no acute bleeding noted. A final cystoscopy was performed and was normal. Following the procedure, the patient has experienced an unspecified injury. No further patient complications reported.

Manufacturer narrative:
Block h11: blocks b2, b5, b6, b7, h2, and h6 have been updated based on the additional information received on february 17, 2026. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e1002 - abdominal pain, e2339 - left vaginal ulceration, e2326 - inflammatory changes in the pelvis with a dense fluid collection, mainly on the right side, e0505 - hematoma, e172001 - abscess. The following imdrf impact codes capture the reportable events of: f08 - hospitalization.

Event description:
It was reported that the patient underwent an anterior repair procedure where an uphold was implanted. During the procedure, the cervix was grasped with two triple-tooth tenacula, and significant prolapse was observed. During the anterior repair, the anterior cystocele was secured with two allis clamps, followed by a midline incision and blunt dissection, which revealed a large cystocele. Significant vaginal cuff prolapse was also noted, prompting the physician to proceed with uphold mesh placement. The anterior vaginal mucosa was dissected, sacrospinous processes were identified bilaterally, and the uterosacral ligaments were tagged using the capio instrument. Cystoscopy confirmed patent bilateral ureters with no sutures in the bladder. Following vaginal hysterectomy, anterior colporrhaphy was performed. A large vaginal vault prolapse with a large cystocele was noted, but no rectocele was present. An indwelling catheter was placed, and cystoscopy was repeated. With a weighted duckbill speculum in place, the cystocele was grasped and brought out without compromise. A vertical incision was then made, and blunt dissection separated the cystocele from the vaginal mucosa. The sacrospinous ligaments were palpated bilaterally, with no acute bleeding noted. A final cystoscopy was performed and was normal. On (B)(6) 2018, the patient presented with complaints of fever and abdominal pain. She reported that she had been improving and feeling relatively well until two days prior, when she began experiencing increased abdominal pain, particularly on the left side. The pain required increased use of analgesic medications. She also reported the onset of chills and a fever of 101 degrees fahrenheit the previous afternoon, with her temperature reaching as high as 102.9 degrees fahrenheit the prior evening. Since then, she had been able to reduce her fever with the use of acetaminophen and ibuprofen. The patient also noted increased pain at the site of a superficial ulceration on the left labia that had developed during her surgical procedure due to retractor use. She reported a light pink vaginal discharge but denied vaginal bleeding. Additionally, she reported constipation, having had only one very small bowel movement over the past week. Review of systems was positive for abdominal pain, chills, fever, and anxiety. Physical examination revealed an elevated blood pressure of 146/75 mmhg and abdominal tenderness. Pelvic examination identified a healing superficial ulceration measuring approximately 3x2 cm on the left labia, with minimal change since the previous week. The vaginal cuff appeared intact and appropriately tender, with sutures noted to be intact. The incision from the anterior repair was intact and mildly tender. A minimal amount of light pink discharge was noted in the vaginal vault. The patient was admitted further evaluation and management. Intravenous antibiotics, including clindamycin and metronidazole (flagyl), were initiated for suspected vaginal cuff cellulitis. A computed tomography (CT) scan was ordered to evaluate for possible pelvic abscess. Additional diagnostic testing, including chest radiograph (cxr) and influenza swab, was planned to rule out other potential sources of fever. Supportive management included dulcolax suppository and polyethylene glycol (miralax) as needed for constipation. Pain control was managed with percocet and ibuprofen (motrin) as needed. Topical treatments were prescribed for the left vaginal ulceration. The patient's clinical course was to be closely monitored during hospitalization. The reason for admission was fever in the postoperative setting. The patient's condition and treatment plan were discussed with both the patient and her family. Venous thromboembolism (vte) risk was assessed as moderate, with a moderate bleeding risk noted. No mechanical vte prophylaxis was initiated at that time. On (B)(6) 2018, the patient was feeling somewhat improved with decreased pain. She continued to experience some pain in the left lower abdomen, which was well controlled with percocet and motrin. She had a large bowel movement the previous evening and reported significant relief after resolution of her constipation. She was tolerating a regular diet well and had no additional fever overnight. Her vital signs remained stable, and she remained afebrile. A CT scan demonstrated inflammatory changes in the pelvis with a dense fluid collection, primarily on the right side. The findings were most consistent with a large pelvic hematoma displacing the urinary bladder to the left. No air was identified within the fluid collection to suggest the presence of an abscess. On hospital day 1, the treatment plan was continued with intravenous antibiotics. By (B)(6) 2018, the patient reported significant improvement. She was ambulating well, her vital signs remained stable, and she remained afebrile. Her pain continued to improve, and the topical treatment for the vulvar ulceration was maintained. On (B)(6) 2018, the patient remained afebrile and continued to show clinical improvement. She was considered stable for discharge home. She was instructed to return for evaluation if she experienced any acute changes, including worsening pain or fever. The patient was advised to follow up in one week and to contact the office if any concerning symptoms developed prior to the scheduled appointment.